Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity log did show evidence of poor pad contact between the patient and the pads. This indicates poor coupling of the electrode pads to the patient's skin; however, the electrode pads were not returned for evaluation and this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.